Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "blood detect" alarm message and blood was observed in the intra-aortic balloon catheter. Therapy was continued. No pt injury was reported.